Event description:
A (B) (6) patient status post small bowel resection was using a dilaudid pca pain pump at dose of 0.25 mg ever 10 minutes with a 4 hour lockout of 4 mgs. On (B) (6) 2010 at 1 pm, it was noted patient was difficult to arouse, had labored breathing and a subsequent arterial blood gas revealed ph= 7.11, pco2= 73, and po2= 80. Patient was transferred to ICU and placed on bipap. Dilaudid pca was also discontinued. Patient's breathing and level of responsiveness improved. Patient was transferred back to the medical floor on (B) (6) 2010. Dose or amount: 0.25 mg. Frequency: every 10 minutes. Route: IV. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: s/p small bowel resection; severe abdominal pain. Event abated after use: yes. Event reappeared after reintroduction: no.